Event description:
Kendall kangaroo pump failed to prime tube feeding solution - multiple bags and two pumps. Customer support not available from manufacturer by phone or internet. Instructions to call during weekday business hours. Pumps were just rolled out as replacement product throughout this academic teaching medical center. Patient on large insulin dose coverage required monitoring for hypoglycemia while awaiting alternative feeding arrangements. Dates of use: 3 days. 2009. Diagnosis or reason for use: enteral feeding.